Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that patient's device not working. Caller stated that they charged it and put it where it's supposed to, and the handset showed that it needs to be replaced. They stated that they can't stimulate their device, and when it was fully charged, they tried to move it up and can't do it. Patient also stated that they charged the communicator, yesterday and wouldn't even connect to them, and also stated that the battery goes down quick. No troubleshooting was done during the call as the external devices' battery are low. Patient was advised to charge up both external devices and call back for further troubleshooting. Patient called back with both external devices charged. Reviewed how to connect and when patient connected stated received the message that stimulation has stopped and internal battery needs to be replaced. When asked, patient's spouse said that the last time patient made an adjustment was on (B)(6) 2025 and it was set to 8.09. Caller said that patient did start at a much lower setting. Reviewed how higher intensity setting is a factor that affects ins longevity. Redirected patient to contact follow up physician to discuss options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.